Event description:
Subsequent to use of a mullins transseptal needle introducer sheath it was reported that the patient developed a rash.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (investigation in progress). Asked but unknown.

Manufacturer narrative:
Results, conclusions: root cause of reaction cannot be determined.